Manufacturer narrative:
(B)(4). Date sent 12/10/2024. D4 batch #194d03. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ec60a device was received for analysis with no apparent damaged and with two ecr60b reloads(b and c) present. The reload(b) was received partially fired 1/3, the reload(c) was received partially fired 1/16. The device was tested for functionality in the articulated position with the returned reloads by resetting and reloading them into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line of the returned reload(c) and cut line were complete and the remaining staples meet the staple form release criteria. However, for the test result to the returned reload(c), the cut line was complete and there was eight staple missing from the staple line, the remaining staples meet the staple form release criteria. After further investigation, it was noticed that the reload(b) pan was partially dislodged from left proximal side, with four double drivers missing, causing the staples missing from the test skin. Regarding the partially fired condition of reload(b), the partially fired is consistent with an incomplete or interrupted cycle. Regarding the partially fired condition of reload(c), it is possible that while loading the reload, the reload was pushed farther back than thereload alignment slot resulting in the knife pushing the one piece sled forward and locking the reload. Please reference the instruction for use for more information. Regarding the reload(b) pan dislodged, it is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. As part of ethicon ¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 194d03, and no non-conformances were identified. The lot#227d77 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Event description:
It was reported that during a right hemicolectomy surgery, could not fire. Changed another cartridge to continue the surgery, the same problem happened again. Another device was used to complete the procedure. There was no patient consequence reported. No additional information can be provided.